Manufacturer narrative:
The devices remain implanted in the pt. Please note: a gore excluder aaa endoprosthesis contralateral leg component (lot#unk) and a gore excluder aaa endoprosthesis aortic extender component (lot#unk) were also implanted.

Event description:
Three years ago, an aneurx aaa stent graft and a palmaz balloon-expandable stent were implanted to repair an infrarenal abdominal aortic aneurysm. A postoperative computed tomography scan revealed the aneurx aaa stent graft had migrated distally and the device had kinked. In 2007, a stent was implanted in the pt's renal artery to repair a dissection and a gore excluder aaa endoprosthesis was also implanted. Postoperatively, the pt presented with lower bowel ischemia an digestive problems. The pt died two days later.